Manufacturer narrative:
Approximate age of device ¿ 5 months. The pump was not returned for evaluation as it was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that there was overriding concern by the clinicians for pump thrombosis. The patient was not a candidate for repeat vad due to marked lactic acidosis secondary to thrombosis. The patient¿s lactate dehydrogenase was 2000 u/l, plasma free hemoglobin was 160 g/dl, brain (or b-type) natriuretic peptide blood test was 1004 pg/ml, and had supratherapeutic international normalized ratio. On (B)(6) 2018, support was withdrawn at the patient¿s request due to thrombosis.

Manufacturer narrative:
The pump was not explanted after the patient expired therefore is not available for evaluation. A correlation between the device and the suspected thrombus could not be conclusively determined. It was reported that the patient was not a candidate for a vad replacement due to marked lactic acidosis most probably due to lack of perfusion secondary to thrombosis. Support was ultimately withdrawn and the patient expired. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.